Manufacturer narrative:
Product complaint: pc-(B)(4). Date sent to the FDA: (B)(4) 2018. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: was the reservoir removed from its packaging and being activated for the first time? Unknown. Were all connections check to see if they were secure? Unknown. Was there a failure of the plate locking mechanism? Unknown. Were any parts found broken or broke upon opening the package or during connection? Unknown. Was any leakage noted? If yes, was any cut/pin hole /damage noted? Unknown. Was the reservoir activated successfully but there was no suction? Unknown. If the issue was noted during subsequent activation (reservoir emptied and re-use) how many times was it re-activated? Unknown. Was another reservoir used to completed the case? Unknown. Lot number unknown. No further information will be provided. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported an animal underwent an unknown veterinary procedure on (b)(5) 2018 where a reservoir was used. The reservoir could not be locked. The lot number is unknown. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint # pc-(B)(4). Date sent to FDA: (B)(4) 2018. Additional evaluation summary: the actual sample was returned for evaluation. The failure mode reported by the customer is related to plates don't close properly. During sample evaluation the plate was able to be open and closed without any issue. Tie strap did not interfere on the correct function of the locking mechanism. No damaged/broken components that could relate to the defect reported by customer could be observed. Sample was found in good condition. The plate was able to be open and close without any issues. Based on the present analysis, it is determined that the reported complaint is not related to the manufacturing process and other external causes could have affected the product integrity such as handling, non-proper usage or any other possible contributors.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 9/2/2020.